Manufacturer narrative:
The device has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the forward trigger shaft was damaged and needed to be replaced in addition to other components. The device was repaired and returned to the customer.

Event description:
It was reported that the device continued to run on its own during testing, prior to a surgical procedure. There was no patient involvement and no adverse consequences reported.